Event description:
During the hysterosalpingography procedure, radiologist made multiple attempts in order to deflate a foley balloon catheter and to remove it from patient's fallopian tubes. Since the balloon could not be deflated, doctor cut the catheter across and removed it.

Manufacturer narrative:
We have investigated history record of this lot after receiving feedback, but didn't find any abnormality. We can only do analysis for the possible causes from the feedback info. As no receiving the samples. A small piece of latex debris may appear at the lumen of conjunction between inflation funnel and the drainage funnel, when the balloon is deflated, the flash could jam the inflation funnel. It was caused by the dipping moulds fraying after long time use, furthermore, the fraying moulds weren't replaced in time as the difficulty and long processing cycle of current mould production process. Molds were replaced as a result of the inspection. One hundred percent unit inspection for inflation and deflation is conducted during the manufacturing process to prevent the deflation failure. It may have been because the inspectors didn't pick out the defective sample that could have caused deflation difficultly. As a result of this all inspectors have been retrained appropriately.